Event description:
The coil stretched.

Manufacturer narrative:
The report we received from out affiliate indicated that this case involved a vertebral artery aneurysm. The coil stretched during manipulation in the aneurysm. The product is to be returned for evaluation and testing; however, the engineering evaluation is not completed. Additional information has been requested and will be submitted within 30 days from receipt.